Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded left/right iuis, left/right iui boards, missing battery, pole clamp and damaged front/rear cases. The probable root cause of the reported issue was due to maintenance issue of the iui - corrosion. A review of the device history record showed the device had a manufacture date of 18dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device was broken/damaged, "please reinstall current software." There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device was broken/damaged, "please reinstall current software." There was no patient involvement.